Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Analysis was unable to perform the displacement test and the occlusion test due to a missing reservoir retainer. The insulin pump was received with a missing reservoir tube o-ring, a cracked keypad overlay at the select button, a scratched case, minor scratches on the display window, broken belt clip rails, and a keypad overlay texture damage. No physical damage noted at the battery tube compartment.

Event description:
It was reported that their insulin pump was damaged. The customer's blood glucose was unknown. The product was returned for analysis.